Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to low blood glucose levels because she did not have her insulin pump. The customer's blood glucose level was unknown. The customer's device was replaced, however nothing could be returned for analysis.